Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The mildly tortuous, 60% stenosed, calcified lesion in the lad was predilated with a 2.5x15mm maverick balloon. The physician attempted to place the taxus express2 3.5x28mm drug eluting stent, but the stent would not cross the lesion. The physician then attempted to place a taxus express2 3.5x28mm drug eluting stent in the lad, but this stent would not cross the lesion either. The physician removed the stent delivery system. There was some resistance when the sds was being removed, it was caught on the lesion. The stent was going to be reprepped to use again and they noticed that the stent was no longer on the balloon. They were unable to located the stent in the lad. They looked on the field, table and the floor and were unable to find the stent. The physician used angiography to thoroughly check the patient, but the stent could not be visualized. The physican presumes it remains in the patient peripherally, but it shouldn't cause any complications. The physician decided at that time to end the procedure because the lesion was only 60% stenosed. No patient further complications were reported. Patient status is reported to be satisfactory.